Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The image provided by the customer showed the device, but did not reveal any information regarding the functionality. Visual inspection of the device showed extensive erosion of the electrodes and some discoloration of the spacer. The device was connected to a known good controller and the wand was tested at default and maximum settings, which revealed that the device performed as intended. Saline line performed as intended. The suction line performed as intended. The complaint was verified. Factors, which may have contributed to the reported complaint include: 1) using the device above recommended settings. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy and adenoidectomy the metal electrode wire of the wand fractured when ablating for 5 minutes. There was no breakage inside the patient. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.